Event description:
A customer contacted beckman coulter inc. (Bci) to report the hydro pneumatic compartment was flooded and the waste canister was not draining. No injury or personnel exposure was reported; however, the leaking hardware may cause incorrect results or operator exposure to chemicals or biohazards upon reoccurrence.

Manufacturer narrative:
The customer cleaned up the spill and manually emptied the canisters. The customer noted an oily substance and white solid material in the canisters, which looked like pieces of paper. On (B)(4) 2011, a bci field service engineer (fse) noted that the customer had emptied the waste and vacuum canister, and the instrument was running well for 3 hours. Fse primed waste with bleach, and cut and relocated waste hose. No further hydro leak inquiries been filed as of (B)(4) 2011.